Manufacturer narrative:
The event date is unknown. Other relevant device(s) are: product ID: 37791, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has loss of therapy and significant return of symptoms (tremor, lowered cognitive function). The return of symptoms occurred yesterday. The patient is confused and they are ruling out a possible stroke that occurred aug. 7th. The implantable neurostimulator (ins) was off and ins battery was low. The patient's wife indicated they charge almost daily for about 20 minutes. They were instructed to turn the ins on however when they turned the ins on, it turned off again due to the low battery status. They will charge the ins longer and turn therapy back on. The average coupling is 6 bars. Additional information was received reporting that they were charging the ins around 2:30 and at that time, it was the first quartile flashing. At 4:45 when they left the hospital, the patient had 8 coupling boxes and flashing at 50%. Additional information was received from the consumer requesting assistance to turn therapy back on when the hcp is in the room, which therapy was turned back on. The patient's battery was at 50%, coupling was full when the recharging session started the second time after repositioning the recharger antenna. They mentioned that they saw end of service (eos) status a month ago and the doctor did something to get it to work again. It was reviewed with them that if the device reached eos status a month ago, then the system would not be working and that she probably saw some other message. She also wanted to know why the system doesn't warn her that battery is empty. It was reviewed with them that unless the patient programmer or recharger is connected to implant, no status is given. Additional information was received from the consumer reporting that there is recharger coupling issue going on for about a year where the coupling bars appear and then go away. They stated the patient implantable neurostimulator (ins) charge depleted last week resulting in them being immobilized and requiring hospitalization. The patient is currently in the hospital charging the ins back up. The patient has regained their movement and speech. They asked if 20-45 minutes was enough time to be charging the ins each day. They stated never seeing the ins charge show full on the recharger icon since the patient was hospitalized but also stated that they have not monitored the ins battery level closely. Sometimes, there is a little bit of white space. Charging duration expectations with excellent coupling (all 8 bars filled in) were reviewed. They were advised to monitor the ins battery level and to allow the ins more time to charge. A replacement recharger antenna was sent.